Manufacturer narrative:
Additional information: it was reported that the patient recovered with treatment from the urinary tract infection. It was also reported the patient presented with abdominal pain in addition to the shortness of breath and confusion. The patient was treated with medication, recovered with treatment and was discharged six days after the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: sg-64. If information is provided in the future, a supplemental report will be issued.

Event description:
Endoanchors were implanted in a patient for the endovascular treatment of a 54mm abdominal aortic aneurysm. An endurant stent graft system was also implanted during the procedure and seven endoanchors were implanted from the main body to the proximal neck due to concern for late failure. It was reported the patient was diagnosed with a urinary tract infection day 2 post the index procedure presenting with decreased urine output. It was reported the patient voided post-operatively but post-op day 1, the patient was unable to void. Two IV boluses were administered but the patient was still unable to void. A urinalysis tested positive for urinary tract infection. The patient was treated with oral antibiotics. The patient was discharged in a stable condition and is continuing with treatment. As per the investigator, the event was related to the index procedure. It was further reported on day 4 the patient presented with exacerbation of copd with symptoms of shortness of breath and confusion and was hospitalized. The event is unresolved. As per the investigator, the event was related to the index procedure.